Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cancer in the vocal cords while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.the patient alleged cancer in the vocal cords while using the device. Medical intervention was not specified. The device and humidifier was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no evidence of contamination. The manufacturer completed an internal visual inspection. The manufacturer found evidence of some minor contamination in the humidifier dry box and on the heater plate. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found the error log showed, e-53 error occurred several time. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event which should have been filed as product problem only. If any additional information is received, a follow up report will be filed. Section b1, b2, d9, d10, g3, h1, h3 and h6 has been updated / corrected.